Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge was at 50% and when plugged into a power source to be charged, the gauge displayed 5%. It was noted that when the cartridge was changed, the battery gauge displayed 85%, then after the load process was completed the battery gauge was at 100%. Review of t:connect pump data indicated that the battery depleted quickly from 50% to 5% within 11 minutes. It was confirmed that the customer had manual injections available. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.